Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, there was a gap of about 3mm when the reload was closed and the jaws of the reload would not close completely, prior to inserting and the device was never applied to the tissue. A new reload and the same handle was used to resolve the issue. There was no patient injury.